Manufacturer narrative:
Eeprom.

Event description:
The customer reported that the ventilator shut down and then would not power on again. Upon evaluation of the unit by the manufacturer, the unit would not power on as reported by the customer. Further analysis revealed a failed eeprom. The noted finding may result in the unit shutting down during operation with an active alarm. The customer reported the unit was not in use on a patient and there was no patient harm.